Event description:
It was reported, "revision due to osteolysis."

Manufacturer narrative:
The root cause of the osteolysis reported here, as stated in the packaging insert, is as a consequence of foreign-body reaction to the particulate matter of cement, metal, ultra-high molecular weight polyethylene (uhmwpe) and/or ceramic, as can happen with all implant devices. Particulate is generated by interaction between components, as well as between components and bone, primarily through wear mechanisms of adhesion, abrasion and fatigue, necessitating revision of this patient, after the device had been implanted for 12 years.